Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, prior to deployment, the depth appeared to be 4 millimeter¿s (mm) on the non-coronary cusp (ncc) using cusp overlap view. The implanting team rotated to 3 mm using cusp coplanar view, and adjusted to remove parallax. The depth appeared to be 3-4 mm on the left coronary cusp (lcc). The implanting team rotated back to cusp overlap view, and the depth appeared unchanged. Upon full release of the valve, the final implant depth was 0- -1 mm on the ncc. During the removal of the nose cone on the delivery catheter system (dcs), the valve dislodged. Subsequently, a second valve was implanted. Per the physician, depth of implant and the patient's short 55 degree aortic root angle were contributing factors to this event. It was noted that a 45 minute procedural delay occurred as a result of this event. Additional information was received that following the dislodgement, the first valve was moved to the ascending aorta using a snare and remained in place. A second, non-medtronic valve was then implanted within the annulus.

Manufacturer narrative:
Updated data: b5. D4. Full UDI was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received that the right transfemoral artery was used as the access site. A non-medtronic guidewire was used during the procedure, and the valve was implanted in the patient¿s native annulus using cuspal overlap technique. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, withdrawing the dcs caused the valve to dislodge.

Event description:
It was reported that during the implant of a transcatheter aortic valve, prior to deployment, the depth appeared to be 4 millimeter¿s (mm) on the non-coronary cusp (ncc) using cusp overlap view. The implanting team rotated to 3 mm using cusp coplanar view and adjusted to remove parallax. The depth appeared to be 3-4 mm on the left coronary cusp (lcc). The implanting team rotated back to cusp overlap view, and the depth appeared unchanged. Upon full release of the valve, the final implant depth was 0- -1 mm on the ncc. During the removal of the nose cone on the delivery catheter system (dcs), the valve dislodged. Subsequently, a second valve was implanted. Per the physician, depth of implant and the patient's short 55 degree aortic root angle were contributing factors to this event. It was noted that a 45 minute procedural delay occurred as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 12-dec-2026, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.